Event description:
It was reported that three days after being administered chemotherapy the port chamber seemed to be leaking. The port was initially implanted in november of 2024 with no issues via the right cephalic vein for a left breast carcinoma. The port was accessed on (B)(6) 2025 and local swelling and pain in the area was seen. The infusion was stopped and radiological imaging was ordered. After fluids were injected, a large contrast extravasation was detected. The next day, the patient presented with leakage around the port chamber. On (B)(6) 2025 the port was removed from the patient. During the operation, it was observed that the port seemed to be in the right position with correct flow. Once the port was removed, it was found that the port catheter on the dorsal side was ruptured. The system was fully removed and a new port system was implanted to resolve the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 3/13/2025. H6: updated. H3: one sample was received as well as nine images. As received, the catheter was seen to be separated from the port body. A section of catheter remained connected to the port body. The customer reported complaint was able to be confirmed. The probable cause of the issue remains unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.